Manufacturer narrative:
Product event summary # reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because the cause and resolution are unknown. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the device is inconclusive because of insufficient event information. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3889-28, lot# v710575, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: neu_unknown_prog, product type: programmer. Physician product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that in the past six months had lost 45 pounds, and the patient could feel a ¿little loop¿ above her right side implant. It was noted that the patient wanted to know if this could be due to the weight loss. It was reported that the patient was not feeling any pain in the area or any therapy changes. It was later reported that the patient could feel the implantable neurostimulator and ¿little wires¿ inside of her skin. It was noted that it did not hurt, but when she touched the area, it was flexible. It was reported that it was about a quarter inch from the skin. Additional information stated the patient still had concerns and had not sought further help. Additional information received reported by losing 50lbs the patient can feel the stimulator on the left and then on the right you can feel the wire sticking up, like you can grab it because the skin so thin. The patient reports the representative were wonderful and the healthcare providers need a lot of education. The patient reports she brought to the attention about the wire sticking out about a month ago. The patient reports not actually all the way through the skin. The patient reports the healthcare provider did not think it would affect the patient. The patient reports going on a diet and then got a thrush in the throat and that was when she lost the weight. The patient reports losing the weight about 4-5 months ago. The patient reports around november- january that the box inside her was moving around. The patient reports she has lost about 50lbs and patient brought it to the healthcare provider attention. The patient reports you can feel the machine now right under her skin and it feels loose. It was reported that the patient states she had two implant one for the left and one for the right. It was reviewed that the patient had one implant in may and then had one put in september.(the manufacturer system only show the patient had one implant). The patient reports she has always had two sides working until now and the patient had two different cards. [(B)(4): no stim, loss of effect, infections] refer to manufacturer report # 3004209178-2014-08762.